Event description:
During evaluation of a returned small volume intermate, a cracked coil cap was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation of the returned device is complete. During visual inspection, a circular crack was observed on the coil cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the crack is unknown. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 4, 2013 to march 5, 2013. The device was returned and is currently in the process of being evaluated. Initial evaluation verified the cracked coil cap condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted. This is the same device as (B)(4).